Manufacturer narrative:
(B)(4). Eval, results: gi bleed.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the distal lcx during the index procedure. The pt was discharged the following day on aspirin and clopidogrel dosing. Approximately (B)(6) procedure the pt present with bleeding. The investigator has stated that this was a gastrointestinal bleed due to a gastric ulcer not related to the device or index procedure. Thienopyridine medication was discontinued. Pt recovered without treatment.